Event description:
Boston scientific received information that the patient complains heart rate is too fast since the new device was implanted. The medical personnel noted that the settings are the same as the previous device. Boston scientific technical services (ts) was consulted as there were questions if the accelerometer algorithm was any different from one device to the next. Ts advised that the accelerometer used the same algorithm in both devices, therefore the cause of the patient's symptoms were unknown. Programming options were discussed. Subsequently the patient's activity threshold was reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.